Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, material deformation.

Event description:
Healthcare professional reported left side recurrent implant flipping and deformed. Healthcare professional later reported inflammation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - inflammation/irritation: unable to observe as it is not related to the manufacturing process. - flipping: unable to observe as it is not related to the manufacturing process. - deformation: observed deformation device. As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported left side recurrent implant flipping and deformed. Healthcare professional later reported inflammation. Device has been explanted and replaced.